Event description:
The customer's family member called to report "not ok" messages on customer's one touch basic meter. Customer was experiencing symptoms of vomiting and disorientation. Family member called 911 and customer was taken to hospital. At the hospital customer's blood glucose was tested with a result of 40 mg/dl. Co has tried unsuccessfully to contact the reporter for additional information.